Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich (market unit) for preventive maintenance. During quality control, test related to air detection (test 14) intermittently failed. As per techical manual, air sensor was replaced. The defective part was sent to brézins (production unit) for further investigation. Visual check found some rust color on ceramic part of the sensor, probably having a demetallized surface for which one potential cause identified was contamination caused by manual manipulation during assembly process. In this state, the detectors could present functional anomalies. A CAPA has been addressed for this issue. Part was cross tested with a volumat test bench. Air detection tests were carried out and results were found out of specifications. The detector value with water drifted towards under the limited functional value. The reported event was confirmed. The reason for the failure of air detectors is a drift in the value of the ultrasonic sensors and the frequency of triggering the alarm which depends on the density of the drugs. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
During preventative maintenance performed on (B)(6) 2019, a defective air sensor was discovered.